Event description:
It was reported the valve was explanted due to structural valve deterioration (svd) 606 days after implant. A ross procedure was done at explant. The device model and serial number are unknown. Additional information has been requested; however, we have been informed that no additional information will be available.